Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2016, a 19 mm sjm trifecta valve was implanted in a patient with the pre-existing conditions of hyperlipidemia and diabetes mellitus. On (B)(6) 2021, the patient presented with heart failure symptoms so echography and angiography were performed. Diagnostics revealed structural valve deterioration due to leaflet calcification. A valve-in-valve procedure with a non-abbott valve was performed to resolve the event. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of "structural valve deterioration due to leaflet calcification" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.